Event description:
Breakage of pilon plate.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.